Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access prot tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the explant of a lap-band port and tubing due to an alleged leak. During replacement surgery, the surgeon found there was a "hole in the tubing." Additional information provided by the health professional noted the pt had a prior revision surgery to repair a "failure of lap-band components." In the prior revision surgery, the surgeon found "an apparent port tubing disconnection with tubing sheared off at the fascia level." A "new connection pin was placed" and "remaining portions of the tubing apparent to be functioning well."